Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected device under test (dut) to a system 1 simulator via lab-use occluder module. A 3/8 tubing was installed into the device under test occluder clamp. The perfusion screen was open and calibration was performed by pressing cal button on the slider control. The device under test completely closed against the tubing as designed. It operated between fully closed and fully open several times using the slider control as well as the open and close button. It was left powered on and retested the calibration and operation after 30 minutes, one hour, then four hours with no problem found. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per follow up with the manufacturer's subsidiary contact, the failure occurred from 10% occlusion to total occlusion, the closure is non-linear, with hick-ups. Full occlusion is always done manually with a clamp as a security measure. The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: per follow up with the manufacturer's subsidiary, the event occurred during set-up of the device for a cardiopulmonary bypass procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). The subsidiary field service engineer replaced the occluder head in the field and returned the occluder head to the subsidiary service center where the device was repaired.

Event description:
It was reported that the occluder head doesn't clamp the line completely anymore. The issue occured every time the device was used in the month of (B)(6) 2016. No other details regarding the nature of this event were provided.